Event description:
It was reported that this pacemaker system had a false atrial tachy response (atr) episode stored. Technical services (ts) examined device episode data and determined that the atr episode was caused by oversensing of atrial signal that was possibly retrograde conduction. Reprogramming was discussed as troubleshooting. No adverse patient effects were reported. Currently, this pacemaker system remains in service.

Event description:
It was reported that this pacemaker system had a false atrial tachy response (atr) episode stored. Technical services (ts) examined device episode data and determined that the atr episode was caused by oversensing of atrial signal that was possibly retrograde conduction. Reprogramming was discussed as troubleshooting. No adverse patient effects were reported. Currently, this pacemaker system remains in service. According to additional information, this pacemaker was explanted prophylactically at the discretion of the physician because it was on advisory. A new pacemaker was successfully placed. No additional adverse patient effects were reported outside of the replacement procedure. This product was returned to boston scientific for further investigation.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.